Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed.since the user was not responsive the complaint could not be confirmed.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 04th december 2020, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.